Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated and the polytetrafluoroethylene (ptfe ) is still holding the two ends together. There are multiple kinks along the hypotube. There is a flat spot on the distal shaft 23cm from the tip. The tip is slightly flattened. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03jul2019. It was reported that the stent was stuck on the device. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that a non-bsc stent was stuck on the device. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed a collar separation.